Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Customer complains of high results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 130-135mg/dl fasting. Verified the strips expire 05/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015 customer performed back to back blood test 338mg/dl and 320mg/dl fasting. Reviewed meter memory: 1:185mg/dl (B)(6) 2015 08:31:00 pm fasting:yes. 2:276mg/dl (B)(6) 2015 09:20:00 pm fasting:no. 3:164mg/dl (B)(6) 2015 08:07:00 pm fasting:yes. 4:151mg/dl (B)(6) 2015 08:34:00 pm fasting:yes. 5:158mg/dl (B)(6) 2015 08:10:00 pm fasting:yes. Customers concern:185mg/dl, 276mg/dl, 164mg/dl, 151mg/dl, 158mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 130-135mg/dl fasting. Verified the strips expire 05/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015 customer performed back to back blood test 338mg/dl and 320mg/dl fasting. Reviewed meter memory (B)(6). Customers concern:185mg/dl, 276mg/dl, 164mg/dl, 151mg/dl, 158mg/dl. No adverse event reported.